Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown when the discomfort or the patient not having great than 50% reduction in symptoms began, what the cause was, or when the device was explanted. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted on (B)(6) 2014, and after surgery, the patient experienced physical discomfort so the implantable neurostimulator (ins) was removed. It was also noted that there was not a 50% reduction in symptoms. It was stated that the cause was unknown, and it was also unknown what troubleshooting was performed.